Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was doing well, preparing for discharge to home when he developed "crushing chest pain" and became unresponsive. Upon echo, a large thrombus was found beyond the aortic valve, in the aortic root, which occluded the right coronary artery, and caused a large myocardial infarct. Due to very poor right ventricle function and uncontrollable ventricular tachycardia, it was decided to place another vad for right sided support. On (B)(6) 2012, the family decided to withdraw care and the pt expired.

Manufacturer narrative:
The hosp reported that no autopsy was performed and the pumps were not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.